Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (approximately 30 mg/dl). Reportedly, the pump settings needed to be adjusted. Paramedics were called and the customer was treated with intravenous glucose. Recommendation was made to discuss diabetes management and pump settings with a health care provided.